Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the implant at tooth site 36 has a damaged hexagon and was removed. No negative impact on the patient¿s health was reported as a consequence of the event. The procedure was completed using another implant.